Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump had stopped working after a message appeared on the screen. There was no additional information available for this complaint. An attempt was made by customer technical support to contact the reporter to follow-up with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event

Manufacturer narrative:
Follow-up #1: date of submission 04/17/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a review of the pump black box and pump history data revealed that information from the event date had been overwritten due to continued use. The pump powered on properly with no alarms or warnings occurring. The pump was exercised for 24 hours and no call service alarms were observed. Unrelated to the complaint, the investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.